Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was around 60 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.